Event description:
It was reported during a da vinci-assisted surgical procedure, the large hem-o-lock clip applier instrument cable was observed loose and /or broken. No issue related to clip application reported. The procedure was completed as planned with no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lock clip applier instrument and performed a device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have a loose grip cable at the distal end due to the cracked clamping pulley. The instrument failed mechanical engagement when tested. Given this condition, the instrument will fail clip test when subjected to further testing. The root cause of this issue is attributed to improper cleaning during reprocessing. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Instrument log review for the large hem-o-lock clip applier (part# 470230-12 / lot-sequence# n10210308 - 0477) associated with this event has been performed. Per this review of the logs, the large hem-o-lock clip applier was last used on (B)(6) 2022 via system serial# (B)(4). The instrument has 60 remaining usable lives with no subsequent use recorded. This complaint is considered a reportable event due to the following conclusion: failure analysis confirmed a failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.